Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: updated device evaluation: upon further investigation, the device evaluation has been updated as follows: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it was in a used condition and was not returned in its packaging, the active tip had signs of activation and was charred at the distal end of the tip. The shaft, handle, cable and plug did not show any signs of damage. The electrode was sent to the supplier for further evaluation. A visual inspection of the returned device was performed; as a result, the device was not returned in the original packaging, the tip was in a used condition with damage on the manifold. The handle was in a used condition, with blood traces on the handle halves. The device failed the hipot active return electrical test and the activation functional testing, the ¿output shortage¿ error was displayed for the coagulation test. A DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer reported that the 'electrode throw out sparks/ lightning during use'. The visual inspection found that the plastic manifold is melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. During testing the device fault was confirmed. The device failed both electrical (hipot active ¿ return) and functional (output short displayed) testing. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. The assignable root cause was identified as a design issue, which was escalated to CAPA. The CAPA was completed without a design change based on the low complaint rate as the retraining of operators around clip application and awareness training video for clip application technique in conjunction with updating the relevant manufacturing assembly aids ¿ lps return brace welding / cure, glue plug removal and visual tip inspection were found to reduce the complaint occurrence rate. Based on a review of the investigation findings, current process controls in place and the product risk analysis document, no containment or correction action related to the individual complaint is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction: d4, h4: the expiration date, primary UDI number and device manufacture date has been corrected.

Event description:
It was reported that during a subacromial decompression surgical procedure, it was discovered that the vapr s90 4.0mm w/integr hdp -ea device emitted sparks / lightning during use. There was two-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: initial reporter¿s address: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ==> the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it was in a used condition and was not returned in its packaging, the active tip had signs of activation and was charred at the distal end of the tip. The shaft, handle, cable and plug did not show any signs of damage. The manufacturer performed a visual inspection of the returned device; as a result, the device was not returned in the original packaging, the tip was in a used condition with damage on the manifold. The handle was in a used condition, with blood traces on the handle halves. The device failed the hipot active return electrical test and the activation functional testing, the ¿output shortage¿ error was displayed for the coagulation test. The customer's device was manufactured in september 2024. A DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer reported that the 'electrode throw out sparks/ lightning during use' the visual inspection found that the plastic manifold is melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. During testing the device fault was confirmed. The device failed both electrical (hipot active ¿ return) and functional (output short displayed) testing. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. ¿ the assignable root cause was identified as a design issue, which was escalated to CAPA.